Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 4.2 mmol/l at the time of the incident. The display did not return during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor/force sensor, and keypad flex connector assembly. Insulin pump was received with moisture damage, scratched case, cracked select button keypad overlay, texture damage keypad overlay, pillowing keypad overlay, and minor scratched lcd window.